Event description:
The user facility reported that 4 to 5 minutes into dialysis treatment, the pt experienced a sudden pain in the right thigh, numbness of their fingers and shortness of breath. The treatment was temporarily stopped and the blood in the circuit was returned to the pt. The pt was treated with oxygen and put on another dialyzer. The pt felt better immediately. No further pt complications were noted.